Manufacturer narrative:
Event date is estimated. The reported previous driveline infection was reported under MFR report # 2916596-2016-02019. Approximate age of device- 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a driveline infection and had a driveline debridement with wound vacuum-assisted closure on (b)(5) 2018. The culture showed positive for mycobacterium chelonae and staphylococcus epidermidis. The patient previously had a driveline infection on (B)(6) 2016. The patient was showing worsening drainage, pink fluid, chill every night, erythema, and pain. Linezolid was taken orally by the patient. The patient had a heart transplant on (B)(6) 2018.